Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument had cables broken at the snake wrist. The first wrist disc at the distal end was found dislocated. The instrument blade remained inside the garage position. The instrument cautery cable was cut prior to returning. The system logs were searched and it was found that multiple incomplete cuts were found in the msc (mastery supervisor controller) logs followed with three system_err_tool_invalid_reason messages and normal usages.

Event description:
It was reported that during a da vinci si colon resection procedure the endowrist one vessel sealer instrument was noted to have wires exposed at the shaft. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.